Manufacturer narrative:
(B) (4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported by a report received from boston scientific that stated boston scientific crm received information that during the implant procedure, the balloon on the catheter would not deflate. The physician was able to pull it out of the vessel, which stretched the balloon out of shape. The balloon elongated as it exited the vessel and returned to its round shape, but still had not deflated. No adverse pt effects were reported.